Event description:
On 11/18/97 pt underwent a re-do five vessel coronary artery bypass graft (CABG). At 17:50 an intraaortic balloon pump (iabp) was started. Pt was transferred to ICU. On 11/19/97 at 05:30 rn went into pt's room and noted pt was in cardiac arrest. Code blue was called. The iabp was not operating and would not autofill. The iabp was placed in manual pressure mode due to administration of CPR. Code blue was stopped at 06:00 and pt was pronounced at 06:18.